Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a merlin.net transmission the ventricular lead exhibited intermittent noise. The patient would be monitored.